Event description:
Same case as: 2134265-2013-09546, 2134265-2013-09545. It was reported that automatic pullback failure occurred. The target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with opticross coronary catheter to visualize the lesion. When the physician attempted to observe the image, he was unable to perform automatic pullback. Therefore, the physician had to do a manual pullback. They changed a new sled and the automatic pullback works. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).